Event description:
The user facility reported a 62-year-old female in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. It was noted that that the patient was experiencing high purge pressure while on impella support. Support was called onsite due to onsite purge system alarms. Intermittent purge pressure high and purge system blocked alarms were being observed. Swapping out the pump and impending pump failure were discussed with surgery. The patient¿s purge was switched to tissue plasminogen activator due to high purge pressure.

Manufacturer narrative:
The impella device was not returned, and the investigation has been completed. According to the clinical information, high purge pressures were recorded. This was followed by intermittent high purge pressure and purge system blocked alarms. Additionally, the patient had been on sodium bicarb purge and with no systemic anticoagulation due to a brain bleed and open abdomen. After discussing the likelihood of pump failure with team, the decision was made to try to half strength heparin in the purge. Twelve days later, the pump was removed. No product was returned for a visual inspection. Data log analysis confirmed purge system was open and purge volume low alarms near the beginning of the case and multiple purge pressure high and purge system blocked alarms near the end of the case. These purge pressure high and purge system blocked alarms also coincided with a gradual increase in purge pressure that occurred over four days which resolved and repeated two more times over the remainder of the case. No motor current spikes, purge pressure spikes, or long bag changes were observed. The cause of the high purge pressure was not determined because no product was returned and not enough clinical information was given. As noted in the impella instructions for use: impella 5.5 with smartassist. Section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿